Manufacturer narrative:
Patient identifier and weight are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05078 and 3005099803-2010-05079 address the other devices. It was reported to boston scientific corporation that a rf (B)(4) radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of the calcaneum performed on (B)(6) 2010. According to the complainant, a channel was made in the heel bone with a 13g ostycut bone biopsy needle and the electrode was advanced to the osteoid osteoma. However, when the physician attempted to proceed with the ablation, a generator error (e02) occurred. The ostycut was translocated and a second soloist electrode was advanced, but the same error (e02) recurred. The ostycut was then removed and nacl solution was applied to the area of interest without success. At this point, all connections were checked and the pads were tested, but the error was not able to be resolved. The procedure was not completed due to this event. The account indicated that there were no visible issues with either electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05078 and 3005099803-2010-05079 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure of the calcaneum performed on november 17, 2010. According to the complainant, a channel was made in the heel bone with a 13g ostycut bone biopsy needle and the electrode was advanced to the osteoid osteoma. However, when the physician attempted to proceed with the ablation, a generator error (e02) occurred. The ostycut was translocated and a second soloist electrode was advanced, but the same error (e02) recurred. The ostycut was then removed and nacl solution was applied to the area of interest without success. At this point, all connections were checked and the pads were tested, but the error was not able to be resolved. The procedure was not completed due to this event. The account indicated that there were no visible issues with either electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Continuity of current was confirmed with the electrode which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. However, information received noted that the device was used to ablate bone in the heel. The directions for use (dfu) indicate that the rf 3000 radiofrequency generator and soloist single needle electrode are intended to be used for thermal coagulation necrosis of soft tissues with a specific indication for liver lesions. A bone ablation is considered off-label use. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).